Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rate/sense and shock channels which was recreated with isometrics. The system was implanted less than two months ago. A boston scientific technical services (ts) consultant discussed leads reversed in the header.

Manufacturer narrative:
The local boston scientific representative confirmed a loose setscrew was found during the invasive procedure. This was tightened, and the device and leads remain in service. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was explanted over six years later for reported normal battery depletion and then returned for standard analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.